Event description:
Related manufacturer reference number: 1627487-2021-13034. Additional information received stated that both leads had migrated. Post-operatively, therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13034. It was reported the patient leads were revised for an unknown reason. No additional information is available at this time.